Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self-test using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the electrode pads and the customer's report was not replicated or confirmed. The test device was put through extensive testing, with these electrodes without duplicating the report. The returned pads were unused and not damaged. Due to proximity to the expiration date, the pads were scrapped. No trend is associated with reports of this type.